Event description:
It was reported that customer experienced cgm error that affected sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, confirmed error did not recur, and successfully started new sensor session.